Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 125mm originating from the mid solder designed to be at 20mm from the tip. Under the elongated coil wire, the inner coil wire was exposed. Distal to the inner coil wire, the core composed of a twist wire and a core wire was found fractured. Coils of the inner coil wire were tightened by accumulated torsion. At the distal segment, the coil wire was started to elongate at approximately 3.5mm proximal to the tip. At approximately 8mm proximal to the tip, both twist wire and core wire were found fractured. Microscopic observation of the core fracture revealed that the fracture surface was relatively flat, indicating the core fracture was attributed to accumulated torsion. There was a bend proximal to the fracture end. Although the core was fractured, the coil wire remained in one piece. Measurement of the core suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production record found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the severely calcified lesion. That torsion led the core to be twisted and eventually wrenched off. Elongation of the coil wire was assumed to be attributed to tensile stress generated during wire removal. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the core wire of an asahi guide wire became separated during a pci to treat a severely calcified cto in the rca #3 through proximal of #4. An asahi guide wire was advanced with a support catheter in an attempt to cross the lesion when it went sub-intimately. Then the subject guide wire was advanced parallel to the sub-intimal guide wire. The subject guide wire was used for microchannel tracking when it got trapped by the lesion. Upon removal of the subject guide wire, its core wire fractured. The support catheter was advanced over the guide wire for safely removal. A new guide wire was replaced to resume the pci. The intervention was successfully completed with reestablished blood flow by stenting. There were no adverse patient effects and the patient was fine without problem.